Manufacturer narrative:
Company comment: the serious expected events of oedema, abscess and infection at implant site, the non-serious expected events of pain at implant site, discomfort at injection site and fistula, and the non-serious unexpected event of white blood cell count increased were considered possibly related to the treatment. Seriousness criteria included the need for medical interventions and hospitalization to prevent permanent damage. Potential root cause includes injection procedure associated with inadequate aseptic technique or treatment procedure. Potential contributory factor includes low immunity of the patient. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A repeated batch record review will be performed to exclude a non-conforming product. Recommendation for CAPA: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-oct-2022 by a dentist which refers to a 30-year-old white female patient. The patient was not diagnosed with any condition. However, the patient underwent an investigation of multiple sclerosis and according to patient's neurologist all blood tests results were negative for autoimmune disease. No information about concomitant medication, history of allergies or other previous filler treatments has been provided. The patient denied previous treatment with restylane. On (B)(6) 2022, the patient received treatment with 2 ml of restylane (lot 20129), 1 ml to lips and 0.5 ml to each side of dark circles/periorbital area. The restylane was injected using cannula 22g (from uniqmed) in the supraperiosteal and subcutaneous layer area of dark circles, and with needle in the surface layer of lips with unknown injection technique. On (B)(6) 2022, the patient had experienced persistent intermittent transient edema/swelling (implant site oedema) and mild painful (implant site pain), discomfort (injection site discomfort) in the dark circles' region. As a corrective treatment, the patient had used dexamethasone [dexamethasone] for 3 days with stabilization of the condition (swelling and mild painful discomfort). On (B)(6) 2022, the patient went to the hospital and received new injection of unspecified corticosteroids, unspecified antiallergic and unspecified painkiller medication. The patient was discharged from the hospital with prescription of bactrim f [sulfamethoxazole, trimethoprim] every 12 hours via oral route and dipyrone [dipyrone]. On unknown date in 2022, the patient underwent facial tomography which identified small lip abscess (implant site abscess). On (B)(6) 2022, the patient experienced return of previous symptoms (swelling and mild painful discomfort in the dark circle region) and very large swelling and a sign of a fistula (fistula) in the upper lip. On (B)(6) 2022, the patient underwent blood tests and noted a change in leukocytes count/leukocytes abnormal (white blood cell count increased) (13.630 per ¿l) (range 3840-10400) and other parameters were normal. As a corrective treatment, the patient was injected with diprospan [betamethasone dipropionate] intramuscular and an unspecified antibiotic. On (B)(6) 2022, due to adverse events, the patient was hospitalized and discharged on (B)(6) 2022. Intensity of the adverse events was assessed as moderate by the reporter. Causality of the adverse events was assessed as low immunity by the reporter. On (B)(6) 2022, the patient still had edema. On (B)(6) 2022, the reporting hcp clarified that the patient was still in a condition of localized infection (implant site infection) since the period of the first post-injection evaluation of the product. Outcome at the time of the report: persistent intermittent transient edema/swelling was not recovered/not resolved/ongoing. Localized infection was not recovered/not resolved/ongoing. Small lip abscess was unknown. Painful was not recovered/not resolved/ongoing. Discomfort was not recovered/not resolved/ongoing fistula was unknown. Change in leukocytes count/leukocytes abnormal was unknown. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2022 and (B)(6) 2022 from same reporter. Case upgraded to serious. Events (implant site abscess, pain, injection site discomfort, fistula and white blood cell count increased) were added. Patient demographics, suspect device implant date, volume, needle type, location, event onset date, location, verbatim of event implant site oedema, hospitalization details, outcome, reporter causality, laboratory tests and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected events of oedema, abscess and infection at implant site, the non-serious expected events of pain at implant site, discomfort at injection site and fistula, and the non-serious unexpected event of white blood cell count increased were considered possibly related to the treatment. Seriousness criteria included the need for medical interventions and hospitalization to prevent permanent damage. Potential root cause includes injection procedure associated with inadequate aseptic technique or treatment procedure. Potential contributory factor includes low immunity of the patient. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A repeated batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-oct-2022 by a dentist which refers to a 30-year-old white female patient. The patient was not diagnosed with any condition. However, the patient underwent an investigation of multiple sclerosis and according to patient's neurologist all blood tests results were negative for autoimmune disease. No information about concomitant medication, history of allergies or other previous filler treatments has been provided. The patient denied previous treatment with restylane. On (B)(6) 2022, the patient received treatment with 2 ml of restylane (lot 20129), 1 ml to lips and 0.5 ml to each side of dark circles/periorbital area. The restylane was injected using cannula 22g (from uniqmed) in the supraperiosteal and subcutaneous layer area of dark circles, and with needle in the surface layer of lips with unknown injection technique. On (B)(6) 2022, the patient had experienced persistent intermittent transient edema/swelling (implant site oedema) and mild painful (implant site pain), discomfort (injection site discomfort) in the dark circles' region. As a corrective treatment, the patient had used dexamethasone [dexamethasone] for 3 days with stabilization of the condition (swelling and mild painful discomfort). On (B)(6) 2022, the patient went to the hospital and received new injection of unspecified corticosteroids, unspecified antiallergic and unspecified painkiller medication. The patient was discharged from the hospital with prescription of bactrim f [sulfamethoxazole, trimethoprim] every 12 hours via oral route and dipyrone [dipyrone]. On unknown date in 2022, the patient underwent facial tomography which identified small lip abscess (implant site abscess). On (B)(6) 2022, the patient experienced return of previous symptoms (swelling and mild painful discomfort in the dark circle region) and very large swelling and a sign of a fistula (fistula) in the upper lip. On (B)(6) 2022, the patient underwent blood tests and noted a change in leukocytes count/leukocytes abnormal (white blood cell count increased) (13.630 per l) (range 3840-10400) and other parameters were normal. As a corrective treatment, the patient was injected with diprospan [betamethasone dipropionate] intramuscular and an unspecified antibiotic. On (B)(6) 2022, due to adverse events, the patient was hospitalized and discharged on (B)(6) 2022. Intensity of the adverse events was assessed as moderate by the reporter. Causality of the adverse events was assessed as low immunity by the reporter. On (B)(6) 2022, the patient still had edema. On (B)(6) 2022, the reporting hcp clarified that the patient was still in a condition of localized infection (implant site infection) since the period of the first post-injection evaluation of the product. Outcome at the time of the report: persistent intermittent transient edema/swelling was not recovered/not resolved/ongoing. Localized infection was not recovered/not resolved/ongoing. Small lip abscess was unknown. Painful was not recovered/not resolved/ongoing. Discomfort was not recovered/not resolved/ongoing fistula was unknown. Change in leukocytes count/leukocytes abnormal was unknown. Tracking list: v.0 initial v.1 fu received on 17-oct-2022 and 20-oct-2022 from same reporter. Case upgraded to serious. Events (implant site abscess, pain, injection site discomfort, fistula and white blood cell count increased) were added. Patient demographics, suspect device implant date, volume, needle type, location, event onset date, location, verbatim of event implant site oedema, hospitalization details, outcome, reporter causality, laboratory tests and corrective treatment details were updated. V.2 brr results obtained on 22-nov-2022.